Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 31-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was offline. A field service engineer (fse) found the station displayed a black screen with ticking, so fse shut it down, disconnected the pyxibus cable, isolated drawer 6 as the fault, identified board 6.2 as defective, replaced both the drawer and controller boards along with worn retractor bands, then booted into hta to test and successfully rebooted the station into the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was offline, and the screen went completely black. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.